Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
While using bd vacutainer® 9nc 0.109m plus blood collection tubes it was noticed that the outer packaging of the shelf-pack had an additional label added for edta tubes. All tubes remaining and manufacturing label were labelled correctly. 32 tubes were used prior to observance; 68 tubes remained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 68 samples, 5 photos, and 1 video for investigation. Evaluation of all evidence provided indicated 2 additional white labels attached to the shelf pack packaging. These labels are not attached to the shelf pack during manufacturing process. Original label that is applied during manufacturing process was also present on the returned samples packaging. Bd china reviewed the end-to-end process and determined that these two lots were not overlapped in the warehouse; therefore, a root cause was not identified. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode wrong label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
While using bd vacutainer® 9nc 0.109m plus blood collection tubes it was noticed that the outer packaging of the shelf-pack had an additional label added for edta tubes. All tubes remaining and manufacturing label were labelled correctly. 32 tubes were used prior to observance; 68 tubes remained. There was no health impact or consequences reported.